Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the patient line of a homechoice cassette and a luer transfer set disconnected during peritoneal dialysis therapy. This event occurred during drain two of four. The patient was connected at the time of the event. The patient stated that the patient line was not connected tightly enough to the transfer set and disconnected. The patient stated that they reconnected the transfer set to the patient line. The renal therapy service agent (rtsa) assisted the patient with proper disconnect procedures and cassette removal. Continuous ambulatory peritoneal dialysis was discussed. The rtsa reviewed proper procedures with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.